Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 03:00 am, the patient experienced confusion, shakiness, a headache, and lightheadedness. A fingerstick was taken by the husband and the cgm reading was 180 mg/dl, and the blood glucose reading was 60 mg/dl. An ambulance was called, and when a fingerstick was taken by the paramedics, the cgm reading was 160 to 180 mg/dl, and the blood glucose reading was 50 to 60 mg/dl. The patient was brought to the hospital, and when a fingerstick was taken at the hospital, the cgm reading was 160 to 180 mg/dl, and the blood glucose reading was 50 to 60 mg/dl. The patient was treated with intravenous fluids. No further medication was reported, and the patient was discharged after spending more than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 1 of 6 reports of which patient reported issues related to the wearable. Please see related record (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.